Event description:
During a report for a low drain volume alarm, it was reported by the patient that they had peritonitis. The peritonitis presented with abdominal pain and was diagnosed on (B)(6) 2010. The patient was hospitalized from (B)(6) 2010 through (B)(6) 2010, was treated with vancomycin 1.5 grams intraperitoneal for three weeks and recovered from the peritonitis. The patient had mentioned to the nurse that she was not doing a good job of wearing her mask while setting up for therapy, and the nurse felt that may have caused the peritonitis. The patient was retrained on aseptic technique. This report is number 2 of 4 being submitted for the minicap portion of the disposables used.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested.

Event description:
Pt was revised to address acetabular loosening.

Manufacturer narrative:
(B)(4). The lot number is unknown therefore a batch review was not performed. Labeling review was performed and shows that the labeling is adequate for the potential use error in the complaint. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.